Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock while running. Review of the episode noted t-wave oversensing and changes in morphology measurements contributing to the delivery of inappropriate therapy. The s-ICD remains in service and no adverse patient effects were reported.